Event description:
Following a successful avnrt ablation procedure, it was observed that a wire was proturuding approximately 2mm through the catheter shaft. The patient was discharged without complications.